Manufacturer narrative:
UDI no: (B)(4). The associated device was not returned for evaluation. A review of manufacturing records did not reveal any discrepancies that could have contributed to this issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device be returned or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to implant fracture.

Manufacturer narrative:
.